Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, a type iiib endoleak (non-intact strata material), implant movement, and occlusion of the rcia were detected. The physician plans to re-intervene and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiib endoleak (with stent cage dilation) of the main body and occlusion of the right common femoral artery. In addition, the clinical assessment determined that there was evidence to reasonably suggest: stent cage dilation of the main body stent (29%) and sac growth that were not included in the event as reported. These findings were discovered during review of the 85 month post implant CT scan. The type iiib endoleak and stent cage dilation were device-related. The occlusion was anatomy-related. Procedure related harms and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. A separate report will be filed for the additional findings against the cuff. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device code - remove 3026.

Event description:
Additional information received per clinical assessment confirming that stent cage dilation of the main body with sac growth were also present for the patient. Re-intervention has not been completed or scheduled for the patient. A separate report will be filed for the additional findings against the cuff.